Manufacturer narrative:
Concomitant medical products: biotronik lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's subclavian vein was occluded. The right atrial lead was capped and replaced. No further patient complications have been reported as a result of this event.